Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Device photo analysis: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported device rupture. Left side rupture was diagnosed by an ultrasound. Device has been explanted and replaced with a non-allergan device.